Event description:
The customer tested 509mg/dl, 199mg/dl, and 113mg/dl within 10 minutes on the same device. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.